Event description:
It was reported that a fracture of the atrial lead had been observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The insulations were fractured and exposed both coils at 24.7 cm and at 24.5 cm from the connector pin. The damage was consistent with physiological factors i.e., clavicular-crush.